Event description:
While treating a pt the associated defibrillator was unable to recognize the attached device. The clinician obtain another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction. This report is a similar event to the malfunction reported on medwatch 1220908-2005-00869.